Event description:
A device produced by another manufacturer was returned to this co in error by the hospital. As reported by the hospital, the device was removed due to "malfunction." Note: determination of reportability and categorization of this event was made according to this manufacturers policies and procedures and the information received in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref. Sections b1,b2, h1).